Event description:
The affiliate reported that the system did not reach vacuum level and there was no ultrasound. The surgeon changed to an extra capsular technique to finish the case. No patient harm or significant procedural delay was reported.

Manufacturer narrative:
The company service representative has examined the system. The investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on : 08/06/2009.